Event description:
20g IV ref 382534, lot 5056851, was used and the safety lock did not work correctly. When button was pushed the needle did not retract. Needle had to be removed from the catheter and once it was removed from the catheter it was able to retract.